Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that there was a crack in the side port. During preparation for a left atrial appendage (laa) closure procedure, a 30mm watchman ® laa closure device & delivery system was selected. However, while flushing the device with a 60cc syringe, a crack was found in the side port. The device never entered the patient. The procedure was completed with another of the same device.

Event description:
It was reported that there was a crack in the side port. During preparation for a left atrial appendage (laa) closure procedure, a 30mm watchman ® laa closure device & delivery system was selected. However, while flushing the device with a 60cc syringe, a crack was found in the side port. The device never entered the patient. The procedure was completed with another of the same device.

Manufacturer narrative:
Device avail. For evaluation, returned to manufacturer on, device returned to manufacture, device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: the returned product consisted of the watchman delivery sheath (wds), without the stopcock on the y-connector (stopcock was not returned with device). The valve was opened as received. The implant was inside the sheath, and was deployed during the lab analysis. The implant was consistent with the reported information. The valve, hub, shaft, and tip were microscopically, tactile and visually inspected. Inspection revealed the stopcock completely removed from the y-connector, adhesive on the threads of the y-connector (where the stopcock should have been) and was fully cured, with a crack on the y-connector (underneath the adhesive) approximately 3-4 mm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing of the device could not be conducted, as the stopcock was removed and not returned, however; the crack in the device was confirmed and is consistent with cracks associated with leaking. With the removal of the stopcock, it is considered likely that the crack (and any associated leaks) in the device is attributable to handling of the device. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).